Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00306, 00307.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 036316329. The product was dimensionally inspected and photographic images were made. Evidence that product in specification when used. No evidence of misuse.

Event description:
Allegedly removed due to suspected reaction.